Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting pectoral stimulation and intermittent loss of ventricular capture one day after implant. An invasive procedure found fluid around the proximal terminal area of the header. The ipg was explanted.